Event description:
It was reported by the affiliate that the (1) atw35 were used during a "vats" procedure. It was reported that the instrument stapled, but would not cut. The case was completed with another device. There was no consequence to the pt.